Manufacturer narrative:
This complaint originated from a blink survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available. As a result, complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the customer reported having trouble recovering from an error with no other details available. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to a patient noted, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported through a blind survey that the customer had "trouble recovering from an error." No impact or patient consequence was reported. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, reporter, or site information was available.

Manufacturer narrative:
Corrections can be found in the following fields: d1: brand name. D2a: common device name. D2b: procode. Additional information can be found in the following fields: g3, g6, and h2.

Event description:
Refer to h10/h11 for follow-up information.